Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The two sutures were returned; however, only one anchor was returned and assembled to the suture. It is unknown which lot number this is associated with. Neither inserter was returned for evaluation. Products were visually examined. The sutures have been cut for both products and both have biomaterial on them indicating attempted use. This confirms that the implants were in the patient; therefore, the complaint is considered confirmed. As the inserters were not returned, it cannot be determined if the inserters were bent or fractured that may have led to the reported event. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Medical products-juggerknot catalog #: 912031, lot #: p04006. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01681.

Event description:
It is reported during a shoulder arthroscopic surgery, that the anchor pulled out of the patient's bone upon attempted implantation. The procedure was finished successfully with alternative anchors. No adverse events have been reported as a result of the malfunction.